Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable.

Event description:
It was reported that during an open gastrectomy, the staples were unformed at the 2nd firing when the device was used for resection of the jejunum. The device was fired properly on the gastric body during a subtotal stomach-preserving pancreaticoduodenectomy. Another competitive device was used to complete the case. There were no adverse consequences to the patient. The staple height was blue.